Manufacturer narrative:
Reliability analysis was not required due to missing parts on the reservoir. The stopper, plunger, o-rings, and plungers were all missing. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoirs not working. The customer states the insulin was coming out of the o-ring assembly. The customer states that when they were doing an infusion set change and when removing the plunger, the insulin fell out with the back assembly. The customer's blood glucose level at the time was unknown. The customer is returning two of the faulty reservoirs and receiving replacements.